Event description:
It was reported that patient had hourly auto mode switches episodes. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.